Event description:
Customer's daughter requested training on control solution testing and its purpose. Customer's daughter reported customer used the control solution as eye drops on his left eye and experienced soreness and pain on his left eye afterward. Customer's daughter further reported customer treated his eye with an unknown eye drop that was prescribed by a health care professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. Because this medical event was caused by user error (customer was using his control solution as eye drops), no further product investigation will be required. Per product label copy, freestyle control solution is used to: "practice testing without having to use your own blood. Ensure that your meter and test strips are working together properly" and the "vial contains drying agents that may cause eye irritation." Note: the date of manufacture is unknown. (B) (4). The control solution lot# 56982 was expired on 31-oct-2006.